Event description:
The customer stated an architect i2000sr analyzer generated a falsely elevated ca 19-9 result for one patient sample. The analyzer generated an initial ca 19-9 result of 85.7, and repeat results of 12.4 and 4.0. The falsely elevated ca 19-9 result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, accuracy testing, a search for similar complaints, and a review of labeling. Retest of the patient sample generated accurate results. The customer indicated that the issue was limited to this sample. Accuracy testing was performed using panels and performed acceptably. Tracking and trending identified no adverse trends related to the customer's issue. Labeling was reviewed and found to be adequate. No product deficiency was identified.